Event description:
Additional information received reported the healthcare provider (hcp) was not aware of the complaints of the pain in the patient's foot. They had been helping the patient because of lumbar pain. The patient had the stimulator and was still on opiates. They started following the patient in (B)(6) 2013. They were aware that the patient had concerns about the stimulator and they had an appointment set for (B)(6) to have the manufacturer representative (rep) in the office and reprogram the patient as needed. They did not have information regarding the patient stimulator at the time of the report. The hcp spoke with the patient and the patient informed the hcp that the issue was resolved on (B)(6) 2015. The patient was seen by a rep in the office, they reprogrammed the device and the patient had been doing very well since then. The patient was happy at the time of the report.

Event description:
It was reported that the day of the report the manufacturer's representative (rep) adjusted the patient's program and added a program c to try and get stimulation to the patient's foot. When the patient was implanted in 2011 she only had pain in the knee but it had gotten worse and she had now been having pain in the foot since 2013; she had been programmed just to help with pain down to the knee. It was noted that the patient had a disc that re-herniated and was causing nerve damage. A cat scan in (B)(6) 2014 showed that the l5 s1 vertebrae were shifting. It was noted the patient had a paddle in that was up high. When she got home after programming there was too much stimulation and it was in the wrong spot. Stimulation should be in the right leg, but it was in the ribs and it was really strong if she coughed. The patient was then stuck on program c and couldn't change to her previous programs until the rep. Called her on (B)(6) and was able to help get the patient back to group b. It was noted the patient turned stimulation off at night, but over the weekend of (B)(6) when she turned stimulation on she felt a shocking sensation all over her body that lasted for a couple of seconds. There were no falls or trauma reported. The rep. Was planning on meeting with the patient on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products : product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).